Event description:
It was reported an issue with optilene suture. The client reported that the sutures split into two threads.there was no patient involvement. No additional information has been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.